Event description:
It was reported that the customer experienced a heat and electrical issue with their charging supplies, resulting in the supplies sparking and catching fire. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. As a resolution, technical support decided to replace the pump and provide goodwill tandem charging supplies. The customer was instructed to use multiple daily injections as a backup therapy.